Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the us rep, the unknown codman valve was revised for an unknown malfunction. There are no reports of patient symptoms associated with this event.

Manufacturer narrative:
The valve was returned for evaluation. The device was initially reported as an 82-8800pl valve; however, the returned device appears to be an 82-8804 certas plus valve. The position of the cam when valve was received was at setting 1. The valve was visually inspected, no defects were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested; no issues found. The siphon guard was removed and the valve was pressure tested. The valve passed the test. Review of manufacturing records was not possible, as the lot number information was not provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.